Event description:
The issue occurred during preparation for use of a diagnostic bronchoscopy procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction "b30 error occurred" was confirmed. Additionally on device evaluation "e216 error occurred" and "e117 error occurred" was found. Based on the results of the investigation and the information provided, it was presumed that the water and moisture may have intruded into the endoscope, and the moisture caused breakage of the image sensor unit and the circuit board in the endoscope connector, leading to the subject events. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precaution: caution for clv-290/cv-1500 turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6)- added due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed the scope communication error (b30 error). There were no reports of patient harm.